Event description:
Reporter stated that patient received the following results on the mobile system compared to lab results within 1 minute: 215 mg/dl (mobile meter) and 110 mg/dl (lab). No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.